Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported erosion is a known risk associated with erectile restoration procedures and is noted as such in the tactra instructions for use. There was no device available for analysis and there was no report of a device performance allegation during treatment. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, the event of erosion is a known risk of the device. The cause of the erosion was not established by physician, although erosion is included in the labelling documentation for tactra device as an adverse event of implant surgical procedure of device and also "the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option" is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis erosion of one of the cylinders through the urethra. The patient has been given antibiotics and will undergo a urethrogram in the coming weeks. No additional patient complications were reported.